Event description:
It was reported that during the use of the device for a non-clinical activity, the "pump not primed" alarm was observed on the cooler heater unit. The customer was still using the cooler heater and is used for research. There was no patient involvement.

Manufacturer narrative:
Per the customer, the pressure sensor broke.